Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed, as surgical damage. And observed, a cracked valve seat diaphragm valve. No other observations observed, no further actions are required.

Event description:
Patient reported, a right-side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d3, d6b, g1, g2, h6

Event description:
Device has been explanted and replaced.